Event description:
It was reported that a few hours after the spinal cord stimulation (scs) implant procedure, the patient experienced increased blood loss and paralysis in the legs. The patient underwent an explant procedure during which the paddle lead and lead extensions were removed. The patient was transferred to a rehabilitation center postoperatively. The location of the lead and area of blood loss was unable to be obtained. The explanted devices will not be returned as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-extension. Upn: m365sc3138350. Model: sc-3138-35. Serial: (B)(6). Batch: 7081924. Product family: scs-extension. Upn: m365sc3138350. Model: sc-3138-35. Serial: (B)(6). Batch: 7081909. Product family: scs-extension. Upn: m365sc3138350. Model: sc-3138-35. Serial: (B)(6). Batch: 7080480. Product family: scs-extension. Upn: m365sc3138350. Model: sc-3138-35. Serial: (B)(6). Batch: 7108915.